Manufacturer narrative:
Corrected data: h6, device code additional information: d4, d10, e1, g4, g7, h2, h3, h6, h10 one pressurewire x, wireless was returned to the manufacturer for analysis. The results of the investigation concluded that the guidewire shaft had been fractured into three sections, with subsequent fracture of the microcables; the corewire remained intact. There were multiple bends and kinks throughout the guidewire. The corewire and shaft sections were bent at the location of the fractures. The medial section was returned stuck inside the distal end of the balloon catheter; the balloon catheter was dissected at the distal tip area to confirm the location and length of the shaft fracture. The combined length of the three shaft sections is consistent with no missing material from the guidewire assembly. Information from the field stated that the guidewire broke into two pieces inside the catheter lumen and that the device was continued to be used. The pressurewire instructions for use (IFU) ppl2119173 ver. A, directions for use, instructs the user that if the guidewire gets stuck or is damaged during use, the user is to replace the damaged guidewire, including the transmitter, with a new one. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the guidewire broke into two pieces in the catheter lumen of the stent delivery system inside the patient. The guidewire was placed at the lesion, and the stent was deployed. The guidewire broke in half inside the lumen when the stent system was being removed. The pieces remained inside the lumen and were removed from the patient with no consequences.